Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield signal oversensing and intermittent undersensing of atrial flutter. There appeared to be a wide complex tachycardia on the monitor, however technical services (ts) discussed this could be ventricular pacing due to atrial tracking and noted that maximum tracking rate (mtr) was 150 beats per minute (bpm). This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the device was programmed to a split configuration (unipolar sense, bipolar pace) due to undersensing and inappropriate pacing. There was also mypotential noise observed in 14 stored ventricular episodes. Technical services (ts) discussed programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield signal oversensing and intermittent undersensing of atrial flutter. There appeared to be a wide complex tachycardia on the monitor, however technical services (ts) discussed this could be ventricular pacing due to atrial tracking and noted that maximum tracking rate (mtr) was 150 beats per minute (bpm). This pacemaker system remains in service. No adverse patient effects were reported.